Event description:
It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead were removed due to infection. No further information was available.

Manufacturer narrative:
Analysis of production records completed. No device problem found